Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issues. Reportedly, the customer was using cold insulin to fill cartridge. Tandem customer technical support informed customer that insulin should be at room temperature. There was no adverse impact to customer¿s blood glucose level.